Event description:
It was reported to philips that the device experienced operational check failure. No evaluation has been performed. The case was cancelled by the customer.

Manufacturer narrative:
Cancelled by customer.